Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the patient¿s right ventricular (rv) and right atrial (ra) leads exhibited an insulation damage. Imaging confirmed the insulation damage that occurred. Both rv and ra leads were capped and replaced on (B)(6) 2024. The patient had no adverse consequences.